Event description:
It was reported that the attachment "bearings were out during pre-surgery." It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury alleged. The reporter did not provide a date of event; however, clarified that it was in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual attachment device has been returned. Reliability engineering evaluated the device and the reported condition of damaged bearings was confirmed. Testing was performed and the attachment failed the cutter insertion assessment test. Findings revealed that this event was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.